Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated a motor position encoder error alarm occurred on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received in stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirm error alarm due to erased history file. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarms noted. No cosmetic damage noted.